Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a patient blood transfusion and the IV tubing within the pump was defective, which caused blood to leak into the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.